Manufacturer narrative:
An anthem stainless steel lateral narrow distal femur plate was broken post-operatively about 10 months after implantation and required surgery to remove it. The implantation occurred on (B)(6) 2025, and the date of removal was (B)(6) 2025. The plate broke at the location of the kickstand screws in the plate and it was reported that the patient presented with a non-union. It was reported that the patient experienced a car crash which likely caused excessive forces to go through the plate and cause the breakage. The x-ray images attached to this complaint evaluation show the non-union that this patient was experiencing. The plate breakage occurred with the incident of a motor vehicle collision. Although the surgeon was following up with the progression of healing following the primary surgery, there was no plan to revise the fixation prior to the motor vehicle collision. This evaluation determined that this failure was within expected risk and occurrence; therefore, no further actions will be taken at this time.

Event description:
It was reported that the patient had original surgery for a left distal femur fracture (B)(6) 2025. The plate broke around where the kickstand screws are inserted and patient presented with a non-union. This was identified at a post-op follow-up.